Event description:
On (B)(6) 2011, received explanted lead from st jude medical. No explant info provided. Previous investigation closed (B)(6) 1999 due to lack of info available. No further investigation.

Manufacturer narrative:
Entire form filled out by MFR.